Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration were not reported) and (ip) gentamicin (dose, frequency and duration were not reported).prior to the peritonitis event, on an unreported date, the patient was hospitalized for blood sugar related issues. The cause of the peritonitis was reported as hospital acquired peritonitis. The patient was discharged from the hospital 3 days after admission. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13d25038, h13e17016, h13e21067, h13g31047, h13h08043, h13g18044 and h13i04032 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).